Event description:
During baxter's eval of a spectrum pump, the device displayed "system error 105". There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "system error 105" which was reproduced. "System error 105" was confirmed and caused by a loose screw jamming the motor, causing it to seize. The screw was removed resolving the reported symptom. See scanned page.